Event description:
It was reported that during a nephrectomy procedure, the device blade was broken. It did not fall into the situs, no further info was available. It was not reported how the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.